Manufacturer narrative:
The impella cp pump was returned for evaluation. The evaluation and inspection did not reveal any abnormalities related to the reported failure. The cook 14fr x 30cm introducer was not available for physical inspection, as it is being retained by the complainant facility. The complainant was able to provide several photos of the separated cook 14fr x 30cm introducer sheath. The photos revealed that the sheath separated from the hub at the joint. The sheath appears slightly flattened or elongated, and one edge of the wall was flipped back over the shaft. It cannot be determined which damage occurred during the procedure and which occurred after the sheath had separated. (B)(4). Batch testing was performed on unused cook introducers. The hub-sheath joint consists of three components, the hub (male section), the sheath (flared portion) and the hub (female portion). This joint relies on the mechanical interface between the sheath and the hub. The flared portion of the sheath fits tightly between two halves of the hub. There is no adhesive or other type of fixation. Thus, it is possible for the sheath to slide out of the hub without tearing the material. This is the type of failure seen in this case. A simple tensile force was evaluated as a potential model of failure. There was modeled as a force pulling along the sheath. The mean force required for separation was 62 plus/minus 4 n (n=9). By preconditioning the hub with several angled pulls, the tensile strength was reduced by 25%, to 45 plus/minus 5 n (n=5). To test whether these forces could reasonably by applied I the clinical setting, abiomed tested the maximum force that could be applied through the catheter. The maximum force that could be applied without bending the catheter was 25 n. With a pure tensile failure, the joint failed in a relatively symmetrical, clover-like shape. The geometry, and particularly the symmetry of the failure, is not consistent with that seen in the case. Abiomed further considered twisting as a mechanism of failure. When the sheath is in the patient, the sheath motion is relatively restricted. Qualitative tests found that twisting forces dislodged the hub far more easily than did pulling forces. This creates an asymmetrical failure. This damage is more similar to the failure seen in this case. Specifically, it is an asymmetrical failure where one side of the sheath flare bends back over itself. In conclusion, and as stated previously, the sheath split from the hub at its attachment site. This joint relies solely on a friction interface between a flared portion of the sheath and the hub. The tensile strength of this joint was tested and found to be significantly higher than could be applied through the catheter sheath. Instead, it is likely that some type of twisting force dislodged the catheter as the staff manipulated the hub into position for suturing.

Event description:
The complainant reported that the physician was treating an emergent (B)(6) year old male pt who was in cardiogenic shock (cs). The pt presented with only a stub for a left main/left anterior descending/circumflex artery (lm/lad/cx). Because of peripheral vascular concerns the impella cp was inserted through a 14/x30cm cook sheath, lot number 5038939 (which is not supplied by abiomed. The impella was placed without issue was successfully set to auto flow. Three stents were placed in the patient. The first two stents were placed at the lm/lad, with the third stent placed at the cx. During the procedure the clinicians notices leaking/bleeding coming from the cook introducer area during the case, but though it might just be some oozing around the area. Following the procedure the pt was weaned off of dobutamine in the cath lab and the clinicians planned to continued impella cp support overnight, but as the ic fellow was suturing up the impella cp repositioning sheath and the cook 14frx30 introducer, the cook device broke cleanly in two, in the location of where it is fused to the blue sheath portion. The pt then arrested, and chest compressions ensued, and were successful. The impella cp and cook introducer were removed from the pt and the vascular surgeon successfully closed the groin. Following the event the pt was administered 2 units of blood, and was reported to be in stable condition. The pt was reported to have expired later that evening. The physician was reported that the pt outcome was not as a result of the impella cp and that he was convinced that the impella cp worked properly and that there's not issue whatsoever with the device.